Event description:
Medtronic received a report that the solitaire fr stent became flattened during the thrombectomy, but after replacing the thrombectomy stent with a new medtronic stent, the procedure proceeded normally. No patient symptoms or complications were associated with this event. The patient was undergoing thrombectomy surgery for treatment of a ischemic stroke in the internal carotid artery. It was noted the patient's vessel tortuosity was normal. Intravenous tissue plasminogen activator (IV tpa) was not contraindicated in this case. The procedure involved three passes with the device. The stroke onset to reperfusion time was 130 minutes. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). Additional information received reported the diameter of the blood vessel being treated with thrombectomy procedure was 4.2mm.

Manufacturer narrative:
H3: product analysis ¿ as found condition: the solitaire fr 6-30 stent device was returned for analysis still within its introducer sheath, inside a sealed biohazard bag, and inside a shipping box. The reported rebar 18 catheter was not returned with the solitaire stent device. ¿ damaged location details: the solitaire fr 6-30 stent finger markers were examined inside the introducer sheath. All the finger markers were correctly aligned, with no damage noted. The stent¿s working length struts were in good condition, while the non-working length struts were kinked at the teardrop struts. No irregularities were found outside the proximal marker. The marker coil was in good condition. No bends or kinks were found on the pusher wire. No other anomalies were found. ¿ testing/analysis: due to its damaged condition, the returned solitaire fr 6-30 stent device could not be used for testing. ¿ conclusion: based on the reported information and device analysis, the customer¿s ¿kink/damaged¿ report was confirmed, as the teardrop struts on the returned solitaire fr 6-30 stent device were damaged (kinked). However, the cause could not be determined. The possible cause could be the use of an incompatible catheter. Concomitant device: model: 105-5081-153, lot: b750022 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.